Event description:
It was reported that during the implant of a non-medtronic (abbott cardiomems) sensor, a 0.18 nitrex guidewire was used. While maneuvering the non-medtronic (abbott cardiomems) delivery catheter, the patient experienced hemoptysis and the implant was abandoned. The patient was stable but went in for imaging. The patient was hospitalized for one day following the hemoptysis, staying overnight for observation. The hemoptysis resolved and the patient had no consequences following the procedure. Another implant will not be scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.